Manufacturer narrative:
A customer from korea encountered a discrepant false positive cefoxitin screen (oxsf) result. The customer discarded the isolate before repeat testing could be performed. Summary: s. Aureus, mb200602040; ast-p601, lot 4811218403; initial: oxsf = positive; repeat: not performed; expected: unknown*. S. Aureus, mb200605055; initial: oxsf = negative; ast-p601, lot 4811218403; repeat: not performed; expected: unknown*. *alternative method testing was not performed for the isolate. Local customer service (lcs) stated the isolates were sub-cultured from blood culture bottles associated with the same patient. It is unclear whether the two isolates came from the same blood culture bottle, or if they came from two (2) different blood culture bottles collected from the patient. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. However, none of the sample was available for the customer to submit to biomérieux. Vitek 2 ast-p601, lot 4811218403 met final qc release criteria and passed qc performance testing.

Event description:
A customer from (B )(6) notified biomérieux of discrepant cefoxitin screen (oxsf) test results for staphylococcus aureus for two (2) isolates in association with vitek® 2 ast-p601 test kit (ref. 22314, lot 4811218403). The isolates were from two (2) blood culture bottles collected from the same patient. Vitek 2 gave a result of (B)(6) for one (1) isolate, and (B)(6) for the other. Summary: ast-p601 lot 4811218403. S. Aureus. Isolate 1: mb200602040. Initial: (B)(6)). Expected: unknown. Isolate 2: mb200605055. Initial: (B)(6). Expected: unknown. It was reported that repeat tests were not performed due to the customer not recognizing the discrepancy between the two (2) test results, and the culture plates had been discarded. Global customer service (gcs) reviewed the troubleshooting form and did not observe any off-label use by the customer. As it is unknown if the customer cleans the reader optics, gcs advised the customer to clean the vitek 2 optics weekly as documented in the instruments user manual. The last pm on the instrument was (B)(6) 2019. Dirty optics can interfere with the readings taken by the instrument which may affect both ID and ast results. There is no indication or report from the laboratory that the discrepant results led to any adverse event related to the patient's state of health. A biomerieux internal investigation will be initiated.